Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Functional testing was performed and passed relevant testing. A receiver download was performed and no data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.